Manufacturer narrative:
The main component of the system and other applicable components are : product ID: 3777-45, serial# (B)(4), product type: lead. Product ID: 3777-45, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was lead migration/dislodgement. The clinical diagnosis was loss of effectiveness of therapy. The patient reported increased pain and unwanted stimulation and tenderness to the touch to the spinal cord stimulator (scs) site. Examination to the scs device site showed no issues with wires per scan. The patient reported painful impulses to bilateral lower extremity, right upper extremity, and across low back. Interventions included explanting and not replacing the entire system. The event resulted in an unscheduled clinic or office visit. An examination of the device system in the clinic showed no issues found. Thoracic x-rays were performed on (B)(6) 2013 to determine lead placement and no issues were found. The etiology was reported as related to the device or therapy and not related to the implant procedure. The etiology was reported as related to the leads which were connected to the implantable neurostimulator (ins). The outcome was resolved without sequelae. Relevant medical history included: post lumbar laminectomy syndrome and spinal pain

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was loss of effectiveness of therapy.

Manufacturer narrative:
Additional review determined the following device code is also related to this event: (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. No lead migration/dislodgement occurred. Additional imaging was done on (B)(6) 2013 and fluoroscopy to visualize leads and no issues were found. The device diagnosis was inconclusive cause for loss of therapy. The clinical diagnosis was loss of effectiveness of therapy. A thoracic x-ray to determine lead placement was inconclusive because the lead tip was not visualized. Fluoroscopy to visualize the lead showed no issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.